Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the leadless implantable pulse generator (ipg) was deployed four times, each time exhibiting high threshold measurements. The physician elected to remove the ipg and used an electrode catheter to pace map the septal wall, and high thresholds were obtained. The physician concluded that the patient¿s morphology was consistent with high thresholds and elected to implant a transvenous lead instead. No patient complications have been reported as a result of this event.